Event description:
On (B)(4) 2013 the lay user/patient in USA contacted lifescan to report the one touch ping meter has a damaged display. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.